Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that surgeon observed a capsular tear in the right eye of the patient during the use of capsular toric markers during refractive surgery. There are multiple related reports for this event. This report addresses the patient initial's three, in the right eye and other manufacturer reports will be filed.